Event description:
As reported: "please find information on index and revision surgery performed on a left total knee replacement. Revision was done due to infection. No further information is available from the hospital or doctor."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem comp #7l-cem; cat # 5515-f-701; lot # an68b. Tri ts baseplate size 7; cat # 5521-b-700; lot # tysua. Triathlon sym patella s39x11; cat # 5550l391; lot # len336. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.